Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a nurse were not able to remove the medications from the station. The customer stated the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were not able to remove the medications. A technical support specialist checked the inventory in the database for the station. The tss confirmed that the customer changed the security group from "refrigerator item" to "non-controlled" then the users were able to override and access it. The system functioned as intended after the customer resolved the issue.